Manufacturer narrative:
The insulin pump received motor error alarms during rewind due to motor encoder signal out of phase. Analysis was unable to perform basic occlusion, occlusion; compromised force sensor test, excessive no delivery and displacement test due to motor error alarms. There was no missing label sticker noted. Cracked on battery tube threads and scratched on display window and broken belt clip slot noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's grandmother reported via phone call that the pump had motor error alarm and high blood glucose level. The blood glucose at the time of the incident was 262 mg/dl. Grandmother states her grandson had high blood glucose and a leaky reservoir. Grandson did not have any symptoms. The customer did not contact their healthcare professional and does not have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed and the pump alarmed motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.